Event description:
On an unknown date in 2012, a patient with severe coronary disease was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The patient's aortic neck was described to be dilated, conical and fairly angulated. On an unknown date it was reported the trunk component migrated toward the aneurysmal sac and the aortic neck dilated further. On (B)(6) 2014 the patient was implanted with 4 additional aortic extension devices. The sheath and aortic extender devices were as follows:dsl1828/12726134,pla320400/11799375, pla320400/12161350, pla320400/12161339, pla360400/11529694. Final angiography revealed no endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to component migration.

Manufacturer narrative:
Concomitant medical products: rmt281416/unk, pxa280300/unk, pxc201000/unk (left extender, pxc161007/unk (contra right extender). Medications: simvastatin, asa, losartan, tambusin, spironolactone, bisoprolol.